Event description:
It was reported that during a meniscal repair, both implants of the ultra fast fix fell off from the meniscus after the suture knot had been cut and tightened, the t2 implant had to be removed from the meniscus with a blade. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the device is without anchors and suture detached from the needle. The depth tube had been removed from the needle. No physical damage visible to the device imaged. A visual inspection revealed the device was returned with anchors and suture detached from the needle. The actuator was fully triggered. The depth tube had been removed from the needle. No physical damage visible to the device. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair, both implants of the 'ultra fast fix' fell off from the meniscus after t2 deployment when the suture knot had been cut and tightened. In consequence, both ts implants were removed from the meniscus with a blade. This resulted in a non-significant surgical delay. The procedure was successfully completed using a back-up device and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5.